Event description:
Info received indicates the siderail will not latch in the up position, due to a missing siderail latch bolt.

Manufacturer narrative:
The technician replaced the missing siderail latch bolt to repair the bed.